Event description:
Device 2 of 3. Ref MFR report #1627487-2013-07085 and -07087. It was reported the pt's leads had migrated, and unwanted stimulation in the abdomen combined with loss of stimulation in the right leg left little coverage. The ipg was depleted due to noncompliance in recharging, so the physician replaced the entire scs system. It was reported the pt had lost considerable weight, and the ipg pocket site was uncomfortable due to the position. It was reported the ipg pocket site was moved higher up during the procedure, and a non-rechargeable ipg version replaced the inoperative ipg. The pt received effective stimulation during intraoperative testing.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.